Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2017 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to this issue, investigation revealed that the audio bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 01/17/2017.